Event description:
I went to the american red cross to donate blood. I was informed that they can no longer use manual bp cuffs and that I would have to use the automatic cuff. I cannot use an automatic cuff. As I've gotten older, my skin has become more sensitive. I asked if they would use the cuff on my forearm. They said that they could not because of FDA rules. So, I let them try. First was my left arm, the cuff malfunctioned. After a wait, they tried a different cuff on my right arm. It was so very painful that tears started to come down. My reading was 177/108 and I was deferred from donating. I showed them my bp readings from my previous donations, recorded on the red cross app. I had red marks the width of the cuff, on both arms, that took more than an hour to disappear. The next morning, as I was getting washed, I saw that I had a bruise where the cuff had been on my left arm. When I had my check-up two days later, my bp was 120/80. I asked my doctor about taking a bp on the upper arm vs. Forearm. He said that the further from the heart the bp was taken that there would be a change. He said for instance, a cardiac patient in the hospital would have their bp taken directly from the heart. A bp taken on the upper arm would show a slight difference. A bp taken at the forearm would also show a slight difference. A bp taken at the wrist would, again, show a slight difference. These differences however, are insignificant. So, in actuality, if someone¿s bp is truly high when taken on the upper arm, it will be high when taken on the forearm. A blood pressure cuff should not make your bp high. This is what is happening to me. A bp taken with an automatic bp cuff on my upper arm is not a true reflection of my blood pressure. The cuff used by the red cross is the masimo rad-97. I have contacted the manufacturer about this (case # (B)(4)). All I am requesting is that they change their specifications for use to reflect that the cuff can be used on the forearm. I can tolerate the forearm. From you, I am requesting that you let the red cross be allowed to also use a manual cuff for those who have issues with the automatic cuff. I have been donating since I was 18 years old. I would hate to have to give up donating much needed blood after 50 years for the stupid reason of the red cross not being allowed to use a manual cuff or use the automatic one on the forearm. This is a low cost/no cost fix for the manufacturer. They just need to make a change from upper arm only, to upper arm and forearm.